Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 12 am. She tested on the subject device and observed a reading of ¿235mg/dl.¿ the patient manages her diabetes with nph insulin and is a self-adjuster. She reportedly increased her dose of nph insulin; took 34 units immediately after testing and went to bed. The patient reported that she suffered a low blood glucose excursion at an unknown time. She reported that at approximately 7-8 am the following morning, she recalls waking up and being surrounded by paramedics. The patient stated she was ¿not herself, out of her mind, incoherent.¿ the patient claimed she was treated by the paramedics with a glucagon injection and was taken to the hospital. She was given IV glucose while at the hospital. It is not known how long she was in the hospital for. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.